Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not feel right when closed. The device was hard to fire. Only a few staples were delivered and were not formed. The device cut properly. Another device was used to complete the procedure. It was unknown which firing or what color cartridge was used during the procedure. There was no patient consequence.